Event description:
The customer reported that the surgeon is a fairly new user of the aa4203tl silicone three piece lens and loads the lens himself. The lens was deployed and tore as it left the injector and was inserted into eye. This is one of two lenses that were torn (MFR#2023826-2014-00242). A new injector was used to implanted the replacement lenses. Staar received a copy of the medwatch form submitted to the FDA by the customer. No patient injury reported.

Manufacturer narrative:
(B)(4). Method (other) - lot order search results (other) a lot order search was performed and there were no similar complaints found. (B)(4).